Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) and it was reported that patient disconnected himself from disposable set; line disconnection (with out proper emergency disconnect procedure) during therapy is a known cause of se 2240 alarm. Note: use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide (us 07-19-63-293) issued on july 2010 and related direction sheet. Baxter training manual and labeling provides ample instructions related to prevention of the suspected use errors.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) on the homechoice (hc) during peritoneal dialysis, in dwell. The home patient (hp) had disconnected prior to the se and had not followed proper disconnect procedures. The hp then reconnected and received the se. The hp cycled the power off/on twice and the se did not repeat. There was patient involvement. No patient injury or medical intervention was reported.